Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl and 572 mg/dl. The customer stated that they unable to see the screen of the insulin pump. The insulin pump will be returned for analysis.